Event description:
It was reported that suspected products were found by global brand protection employees as they assisted drug audit detachment of (B)(6). The products had counterfeit characteristics such as the same time stamp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. H 6. Investigation findings: c22 ¿ photo investigation. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: how were the product purchased? Is there an indication of how the product were distributed? Is there any indication of the source? Were the devices used on a patient? If so, was there any patient consequence? Investigation summary: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows five sealed packages of product code 1953 with lot number rkb9411. In the second photo all 5 packages from the same line in this box had identical time-stamps. Upon visual inspection, multiple labeling discrepancies were identified, for example the printed information was placed in an incorrect location. In addition, the writing style and font of the product illustration did not match the information on file. Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.